Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. The sample was visually and functionally tested and the reported condition was confirmed. The sample did not pass the pressure test at 8psi and an open seal was observed in the bag. A batch review was performed and no deviations were noted. This issue is being investigated through CAPA. This device is reamendment; therefore, it does not contain a us 510k number.

Event description:
The customer reported to baxter (B)(4) regarding a 250ml viaflex empty container that was leaking. It is unknown when or in which care area this event occurred. There was no patient involvement, patient injury or medical intervention reported. No additional information is available.